Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('questionable pelvic inflammatory disease') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menometrorrhagia ("irregular menses/ now it is worse with bleeding up to three weeks out of the month"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ mid-back pain when she had her menses/ horrible cramping with her cycle"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("severe and constant abdominal pain, cramping abdominal/ lower abdominal pain"), arthralgia ("joint pain"), pelvic pain ("worsening pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, vaginal haemorrhage, nausea, vomiting, menorrhagia, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain lower, menometrorrhagia and arthralgia had not resolved. The reporter considered abdominal pain lower, arthralgia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, hypersensitivity, menometrorrhagia, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff continues to suffer from severe cramping, irregular bleeding and joint pain caused by the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: results: questionable pelvic inflammatory disease; on (B)(6) 2016: not provided. Hysterosalpingogram - on (B)(6) 2012: results: occlusion of the fallopian tubes. Ultrasound scan vagina - on an unknown date: results: within normal limits; on (B)(6) 2012: results: she was not pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('questionable pelvic inflammatory disease') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menometrorrhagia ("irregular menses/ now it is worse with bleeding up to three weeks out of the month"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ mid-back pain when she had her menses/ horrible cramping with her cycle"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("severe and constant abdominal pain, cramping abdominal/ lower abdominal pain"), arthralgia ("joint pain"), pelvic pain ("worsening pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, vaginal haemorrhage, nausea, vomiting, menorrhagia, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain lower, menometrorrhagia and arthralgia had not resolved. The reporter considered abdominal pain lower, arthralgia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, hypersensitivity, menometrorrhagia, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff continues to suffer from severe cramping, irregular bleeding and joint pain caused by the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: results: questionable pelvic inflammatory disease; on (B)(6) 2016: not provided. Hysterosalpingogram - on (B)(6) 2012: results: occlusion of the fallopian tubes. Ultrasound scan vagina - on an unknown date: results: within normal limits; on (B)(6) 2012: results: she was not pregnant. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events added from pfs- worsening pain, abnormal bleeding, auto-immune, hypersensitivity. Event of questionable pelvic inflammatory disease upgraded to medically significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('questionable pelvic inflammatory disease') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular and multigravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menometrorrhagia ("irregular menses/ now it is worse with bleeding up to three weeks out of the month"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ mid-back pain when she had her menses/ horrible cramping with her cycle"). On (B)(6) 2014, the patient experienced heavy menstrual bleeding ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("severe and constant abdominal pain, cramping abdominal/ lower abdominal pain"), arthralgia ("joint pain"), pelvic pain ("worsening pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, vaginal haemorrhage, nausea, vomiting, heavy menstrual bleeding, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain lower, menometrorrhagia and arthralgia had not resolved. The reporter considered abdominal pain lower, arthralgia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff continues to suffer from severe cramping, irregular bleeding and joint pain caused by the essure device. There was 3 coils noted on the right side and 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: results: questionable pelvic inflammatory disease; on (B)(6) 2016: not provided. Hysterosalpingogram - on (B)(6) 2012: results: occlusion of the fallopian tubes. Ultrasound scan vagina - on an unknown date: results: within normal limits; on (B)(6) 2012: results: she was not pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information, patient's race information, medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("questionable pelvic inflammatory disease") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation irregular. On (B)(6) 2009, the patient started essure. On (B)(6) 2009, the same day after starting essure, the patient experienced menometrorrhagia ("irregular menses/ now it is worse with bleeding up to three weeks out of the month"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and clinically significant/intervention required), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ mid-back pain when she had her menses/ horrible cramping with her cycle"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("severe and constant abdominal pain, cramping abdominal/ lower abdominal pain") and arthralgia ("joint pain"). At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, vaginal haemorrhage, nausea, vomiting and menorrhagia outcome was unknown and the abdominal pain lower, menometrorrhagia and arthralgia had not resolved. The reporter considered pelvic inflammatory disease, abdominal pain lower, menometrorrhagia, arthralgia, dysmenorrhoea, vaginal haemorrhage, nausea, vomiting and menorrhagia to be related to essure. The reporter commented: plaintiff continues to suffer from severe cramping, irregular bleeding and joint pain caused by the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: computerised tomogram result was questionable pelvic inflammatory disease. On (B)(6) 2012: ultrasound scan vagina result was she was not pregnant. On (B)(6) 2012: hysterosalpingogram result was occlusion of the fallopian tubes. On an unknown date: ultrasound scan vagina result was within normal limits. Company causality comment: this spontaneous case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic inflammatory disease ("questionable pelvic inflammatory disease"). Additionally, non-serious events were reported. Pelvic inflammatory disease is anticipated according to reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, consumer presented pelvic inflammatory disease during essure use. Given the event's nature and essure's safety profile causality cannot be excluded. This case was regarded as incident since serious injury related to essure was reported. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("questionable pelvic inflammatory disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation irregular. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menometrorrhagia ("irregular menses/ now it is worse with bleeding up to three weeks out of the month"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ mid-back pain when she had her menses/ horrible cramping with her cycle"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("severe and constant abdominal pain, cramping abdominal/ lower abdominal pain") and arthralgia ("joint pain"). At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, vaginal haemorrhage, nausea, vomiting and menorrhagia outcome was unknown and the abdominal pain lower, menometrorrhagia and arthralgia had not resolved. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, menometrorrhagia, menorrhagia, nausea, pelvic inflammatory disease, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff continues to suffer from severe cramping, irregular bleeding and joint pain caused by the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: questionable pelvic inflammatory disease. Hysterosalpingogram - on (B)(6) 2012: occlusion of the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2012: she was not pregnant; on an unknown date: within normal limits. On (B)(6) 2016: CT scan of the abdomen and pelvis and a transabdominal ultrasound of the pelvis: results not provided quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this spontaneous case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic inflammatory disease ("questionable pelvic inflammatory disease"). Additionally, non-serious events were reported. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, consumer presented pelvic inflammatory disease during essure use. Given the event's nature and essure's safety profile causality cannot be excluded. This case was regarded as incident since serious injury related to essure was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.